Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 1 cc juvéderm vollure¿ xc in nasolabial, marionette and oral commissars and 1 cc juvéderm® ultra plus xc in the lips. Patient developed hard nodules on both sides of mouth 2 months later. 2 subcutaneous nodules in the left buccal mucosa (3cm and 8 mm) and a 1 cm subcutaneous nodule on the right buccal mucosa. Patient was treated with medrol dose pack and kenalog injections the day symptoms appeared. Doxycycline 100 mg bid x 10 days provided the following week. Patient returned to clinic 2 weeks later with original granulomas unchanged and multiple granulomas within the upper and lower vermilion lip. Patient prescribed a month of oracea to help with inflammation. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00278 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm® ultra plus xc injection.